Event description:
It was reported that the left monitor on the 8800 system goes dark and then back to light. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, the need to replace the 3v battery on the monoblock controller was identified. Replaced the battery. The system was tested and found to be working as intended and placed back into service.